Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan h3, h6: multiple fdd/annex a codes were reported. A0908 was coded for alleged inaccuracy of 2 mm. A0709 was coded for alleged inaccuracy while navigating. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy while navigating of 2 mm. The inaccuracy was caused by one instrument. The accuracy was different between passive probe and the thoracic probe. The procedure was completed using the navigation/image system. It was completed by referring to the accuracy of the probe. It was noted that the probable cause of the issue was a deformity. This issue caused no surgical delay. There was no reported impact on patient outcome. It was reported that the planar passive sharp probe was inaccurate.